Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This ICD was explanted because it was almost at eri and because the lead needed to be explanted. The field rep called to report the patient has had noise on the far field and rv channel for several months. Pacing impedance, threshold and sensing are all stable, however noise looks like subclavian crush. There were no adverse patient side effects reported.